Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer verified the issue and confirmed that auxiliary matrix drawer 4 was double-clicking, opening intermittently, and then failing. The fse discovered that medication was preventing the drawer from closing properly and interfering with the open/close sensor. The obstruction was removed, firmware updates were performed, and the system was rebooted. The drawer was then tested using the hardware test application (hta), and the customer performed inventory, confirming normal operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary system stated failed to open when it opened. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.